Event description:
In 2006, a 10 cm section of a gore-tex stretch vascular graft was implanted in a female patient with hypertension and nefrosclerosis to replace the leaking section at the venous anastomosis of a pre-existing propaten valscular graft implanted for av-access. Within a few weeks new swelling was observed in the antecubital fossa. Exploatory surgery was performed approximately 6 weeks following implantation of the stretch graft. Fluid was noticed around the arterial and venous anastomoses. The pre-existing propaten graft was disconnected and the leaking / non incorporated graft portions resected (10 cm at each anastomosis). An expedial graft was implanted. The affected graft segments will be returned for examination.

Manufacturer narrative:
The investigation is currently in process; additional information, such as product lot & catalog numbers & explanted device, has been requested.